Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt was treated. The pt's equipment was recovered for root cause analysis.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (inappropriate treatment) has been investigated. Upon eval, the driven ground wire in the distribution node was pinched, causing the cardiac signal to flat-line. However, the voltage threshold was not reached for the system to declare asystole, so the system was sensing and reacting to the small artifact, thus miscalculating a heart rate. The root cause of the pinched wire cannot be positively identified. Once the distribution node was resealed, the belt was fully functional. The cause for the inappropriate treatment was failure to use the response buttons after false detection. Review of the treatment analysis concludes dual-lead signal artifact may have contributed to the false detection. The response buttons were not used during the entire event.